Event description:
Integrilin (eptifibatide) IV continuous infusion initiated at 0902 at rate of 7cc/hr (100 cc bottle) during cardiac catheterization procedure. Pt arrived in post-cath unit at 1000. Rn confirmed rate of 7cc/hr on pump. At approximately 1130 rn noted bottle nearly empty. Rate on pump decreased to 1cc/hr to maintain continuous infusion until new bottle arrived. Pt developed signs/symptoms of gi bleeding, requiring blood transfusions and ICU monitoring. Question overinfusion by pump.